Event description:
A customer contacted baxter's technical service center to report that the patient's transfer set had become detached from the catheter. Corporate product surveillance made a follow up call to the home patient's nurse. The nurse stated that the patient was given antibiotics and a new transfer set was put in. The patient has continued with therapy and there was no patient injury.

Manufacturer narrative:
(B) (4). Per the nurse, the sample was discarded.